Event description:
It was reported that a pump is alarming system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours during the evaluation with no occurence of ec 322. Review of the history log confirms the ec 322 reported symptom. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.